Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the ion selective electrode (ise) buffer valve to resolve the issue. (B)(4).

Event description:
The customer reported erroneously high sodium (na), chloride (cl) and potassium (k) patient results involving customers au5800 chemistry analyzer. The erroneous results were not reported out of the laboratory. There was no reports of medical intervention or change / adjustment to patient treatment associated with this event.